Manufacturer narrative:
Investigation summary: no samples were received for investigation in which the customer has stated: "when submitted to injection pump for contrast administration in patients, the connectors don't resist to pressure and burst." This feedback is in relation to a 2000e7d smartsite; however, the customer has not provided a lot number to aid the investigation. Further information provided by the customer suggests that the injection was run at 5.5ml/s with a maximum pressure of 350 psi. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Please note, as stated in the directions for use of the smartsite component, the smartsite 'may be used with low pressure power injectors up to 325 psi. And maximum flow rates up to 10 ml/second.' Injection in excess of this pressure may result in issues such as those faced by the customer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; the details of this feedback were forwarded to the manufacturing site; however, in this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation.

Event description:
It was reported that 2 of the bd smartsite¿ needle-free valve leaked. The following information was provided by the initial reporter, translated from spanish to english: when submitted to injection pump for contrast administration in patients, the connectors don't resist to pressure and burst?

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 2 of the bd smartsite¿ needle-free valve leaked. The following information was provided by the initial reporter, translated from spanish to english: when submitted to injection pump for contrast administration in patients, the connectors don't resist to pressure and burst?